Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient had been working and was tired and on the way home and felt that something was not right; she was unable to specify details of this. She was in the car but was able to stop in a hurry. Someone in another car behind her stopped, asked her if something was wrong, and called for an ambulance. Paramedics checked the bg which was 49 mg/dl, but the cgm was showing 99 mg/dl. The patient was treated with IV glucose in the ambulance. She was taken to the hospital but did not stay overnight; no hospital treatment was provided. At the time of the report the patient was doing fine and feeling well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.